Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2019 with the following findings: during investigation, the pump powered up to a blank display with auditory and vibratory alarms. The keypad buttons were unable to be tested due to the blank display. The display was blank due to a cracked display. A test display was installed and functioned properly. The keypad issue complaint was unable to be investigated due to a blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.